Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the procedure, externalized conductors were observed via x-ray. The lead was successfully capped and replaced on (B)(6) 2016. The patient was stable.